Event description:
The customer reported via phone call to replaced the reservoir of the insulin pump. Customer's blood glucose was 224 mg/dl. The customer stated that she had done troubleshooting earlier today for hospitalization. Customer was advised to give us a call back with number of reservoirs form the specified lot number and we will replace the box of reservoirs with a different lot number, she understood.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.